Manufacturer narrative:
The intraocular lens (iol) was received for analysis and inspected under 10x magnification. The leading haptic of the iol was confirmed to be broken. Prior to release the lens met all manufacturing specifications. Our investigation revealed no product deficiency suggesting this event was not caused by the iol. All information available is contained in this report.

Event description:
It was reported that during the implant procedure the leading haptic on the intraocular lens broke. The incision was made slightly larger to remove the implanted lens, another lens was successfully implanted.

Manufacturer narrative:
Correction, product was received for evaluation.